Manufacturer narrative:
Omsc followed up with the user facility to obtain additional information regarding this report. The user reported that the cutting wire might contact with metal part of the endoscope. The subject device referenced in this report was returned to omsc for evaluation. The evaluation confirmed that the cutting wire was deformed and broken, and the broken part was melted and burned by high temperature. The 7mm length of the coating on the cutting wire was missing. There were no abnormalities related to the phenomenon in the manufacturing record of the subject device. Omsc concluded that the cause of the breakage was like due to high temperature caused by arc discharge. The arc discharge was likely caused by contact between the cutting wire and the metal part of the distal end of the endoscope. The device instruction manual warns users that "since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong" omsc concluded that the breakage was likely due to high temperature caused by arc discharge. Bleeding was likely due to the patient condition because bleeding accompanying est are reported as happening accidentally in clinical articles. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic retrograde cholangio­ pancreatography (ercp) with sphincterotomy, the cutting wire of the first kd-v411m-0720 was broken just after the user started applying high frequency current to the device. The user reportedly tried to continue the procedure using the subject device; second kd­ v411m-0725, however, the cutting knife of the subject device was broken again and minor bleeding in the target site occurred. The bleeding reportedly stopped during the procedure without treatment. The procedure was said to be completed with endoscopic papillary balloon dilatation (epbd).